Event description:
Patient contacted dexcom to report that she stopped using the dexcom sensor because she had an allergic reaction.

Manufacturer narrative:
Reaction was to sensor adhesion. When she inserts the sensor she starts getting itchy. After she removed the sensor the skin was red. She cleaned with alcohol pad. There was no infection and no swelling. She had an appointment with her primary doctor for a physical. She showed the irritation to the doctor and said it was an allergic reaction. The doctor did not prescribe any medication for the allergic reaction. The patient did not apply any over the counter medication on the site/skin. Patient does not remember the date when the irritation started but she said that it started with the first sensor she used. Patient is not going to use the sensor until she sees her endocrinologist and discusses the issue with her doctor. Additional information: date of medical intervention: (B)(6) 2013. Extent of injury: red and itchy. Description of medical intervention: patient went to the doctor for her annual exam and showed it to the doctor. Other medication: cholesterol and high blood pressure medicine. No additional information is available.